Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident states that the device did not fire any staples during a sigmoidectomy procedure. The device was received loaded with a fully fired single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Microscopic evaluation of the anvil buckets revealed strike marks indicating the presents of staples. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during sigmoidectomy, the device did not fire any staples. A new device was use to complete the procedure. There was no patient injury.